Event description:
A patient was undergoing crrt on a prismaflex control unit. Approximately 4 hours into treatment the nurse, who was not present at the bedside, reportedly heard the prismaflex control unit generating an alarm. The nurse found the filter set disconnected from the vascular catheter. The treatment was temporarily stopped and air from both catheter lumens was aspirated and treatment restarted. Approximately 5-10 minutes later, the patient became unresponsive and hypertensive. An oral airway was inserted and manual ventilation was required to maintain her oxygen saturation. The patient was administered a fluid bolus of medoflex. A bedside echocardiogram showed air bubbles in her right atrium. The air was aspirated and removed via her vascular catheter. The amount of blood loss is unknown however, the nurse reported that no blood transfusion was required. The patient recovered after resuscitation. It was reported by the nurse that the patient had moments of confusion and had been known to "fiddle" with the vascular catheter. There was no information provided regarding the filter set or the vascular catheter. The filter set was discarded but the vascular catheter continued to be used following this event.

Manufacturer narrative:
The prismaflex control unit reportedly generated an alarm in relation with the event and it may be suggested that it was the "return disconnector" alarm that was generated when the return pressure dropped below the alarm limit of 10 mmhg. This alarm causes the prismaflex control unit to stop all pumps and to close the return clamp to prevent additional blood loss. There is no information suggesting that any gambro product malfunction caused or contributed to the reported disconnection. Based on available information it can neither be confirmed nor ruled out that the disconnection may have been caused by the patient folding with the catheter. The prismaflex control unit with sw6.10 involved in this event does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823).